Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (patient, component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A resistance test was completed to assess electrical performance, and the resulting measurement was within normal limits. Visual examination identified a puncture in the outer insulation approximately 775 mm from the terminal end. Microscopic inspection revealed that the puncture went through three of the lead lumens and fractured part of a cable conductor. Analysis has determined that this likely occurred due to induced damage during the implant procedure.

Event description:
It was reported that during the implant procedure of this left ventricular (lv) lead, the physician observed normal threshold measurements and in-range pacing impedance measurements (between 500 and 800 ohms) when tested with a pacemaker system analyzer. However, when connected to the device, the threshold measurements had risen to greater than 5 volts and the pacing impedance values were between 1,600 and greater than 2,000 ohms. The physician checked the device header, cleaned, and re-connected the lead, but these out-of-range values persisted. Diagnostic imaging was performed, which confirmed that the lead had dislodged a few millimeters from the implant location. The physician repositioned the lead, but the high threshold measurements were still present. Potential lead damage was suspected, so the physician exchanged the lead. However, when the new lv lead was positioned, the same elevated pacing impedance and threshold measurements occurred. It was hypothesized that the lead dislodgement potentially damaged the tissue at that location, leading to the elevated measurements, but there was no clear evidence of a venous rupture or a dissection. As this was the only adequate location for lv pacing due to the patient's anatomy, the physician then attempted to implant a left bundle branch lead. Unfortunately, this was not successful, so the physician ended the procedure and will implant an epicardial lead if the patient's heart failure does not improve following an ablation. The patient currently has a functioning cardiac resynchronization therapy pacemaker (crt-p) with only a right ventricular lead, and the right atrial and lv ports are plugged. Recently, this lv lead was returned for analysis.

Event description:
It was reported that during the implant procedure of this left ventricular (lv) lead, the physician observed normal threshold measurements and in-range pacing impedance measurements (between 500 and 800 ohms) when tested with a pacemaker system analyzer. However, when connected to the device, the threshold measurements had risen to greater than 5 volts and the pacing impedance values were between 1,600 and greater than 2,000 ohms. The physician checked the device header, cleaned, and re-connected the lead, but these out-of-range values persisted. Diagnostic imaging was performed, which confirmed that the lead had dislodged a few millimeters from the implant location. The physician repositioned the lead, but the high threshold measurements were still present. Potential lead damage was suspected, so the physician exchanged the lead. However, when the new lv lead was positioned, the same elevated pacing impedance and threshold measurements occurred. It was hypothesized that the lead dislodgement potentially damaged the tissue at that location, leading to the elevated measurements, but there was no clear evidence of a venous rupture or a dissection. As this was the only adequate location for lv pacing due to the patient's anatomy, the physician then attempted to implant a left bundle branch lead. Unfortunately, this was not successful, so the physician ended the procedure and will implant an epicardial lead if the patient's heart failure does not improve following an ablation. The patient currently has a functioning cardiac resynchronization therapy pacemaker (crt-p) with only a right ventricular lead, and the right atrial and lv ports are plugged. The lv leads are expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that during the implant procedure of this left ventricular (lv) lead, the physician observed normal threshold measurements and in-range pacing impedance measurements (between 500 and 800 ohms) when tested with a pacemaker system analyzer. However, when connected to the device, the threshold measurements had risen to greater than 5 volts and the pacing impedance values were between 1,600 and greater than 2,000 ohms. The physician checked the device header, cleaned, and re-connected the lead, but these out-of-range values persisted. Diagnostic imaging was performed, which confirmed that the lead had dislodged a few millimeters from the implant location. The physician repositioned the lead, but the high threshold measurements were still present. Potential lead damage was suspected, so the physician exchanged the lead. However, when the new lv lead was positioned, the same elevated pacing impedance and threshold measurements occurred. It was hypothesized that the lead dislodgement potentially damaged the tissue at that location, leading to the elevated measurements, but there was no clear evidence of a venous rupture or a dissection. As this was the only adequate location for lv pacing due to the patient's anatomy, the physician then attempted to implant a left bundle branch lead. Unfortunately, this was not successful, so the physician ended the procedure and will implant an epicardial lead if the patient's heart failure does not improve following an ablation. The patient currently has a functioning cardiac resynchronization therapy pacemaker (crt-p) with only a right ventricular lead, and the right atrial and lv ports are plugged. The lv leads were discarded and will not be returned for analysis.